Event description:
It was reported that this patient's right ventricular (rv) lead had a safety switch due to a high out-of-range pacing impedance spike of over 3000 ohms. The pacing impedance history show stable measurements in the 600 ohms. The rv lead was programmed to unipolar with a decrease in sensitivity to reduce any oversensing. The noise was not reproducible after this change and the impedance decreased within normal limits. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) lead had a safety switch due to a high out-of-range pacing impedance spike of over 3000 ohms. The pacing impedance history show stable measurements in the 600 ohms. The rv lead was programmed to unipolar with a decrease in sensitivity to reduce any oversensing. The noise was not reproducible after this change and the impedance decreased within normal limits. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.